Event description:
Info received indicates the siderail cannot be latched in the raised position.

Manufacturer narrative:
The tech found the siderail latch pin was missing. He replaced the latch pin and installed a new latch spring and e-rings to repair the bed.